Event description:
Patient was implanted with medial distal tibia plate and screws (unknown quantity) an unknown date. Reportedly the patient suffered non-union. It is not known how the non-union was detected. Patient was returned to operating room on (B)(6) 2012 for removal of all hardware. Patient was revised to new 6-hole distal tibia plate, four (4) 2.7mm va locking screws, four (4) 2.7mm metaphyseal screws, two (2) 3.5mm cortex screws, and one (1) 2.7mm cortex screw. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.